Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased neut (neutrophils) for a (B)(6) patient generated on the alinity hq analyzer. The following data was provided (repeat results generated on hq00102): 23sep2019 sid cc658988 neut initial result = 0.188, 1.52% repeat = 9.06, 41.1%. A blood smear was reviewed; however, a manual differential was not performed as the smear review showed normal number of neutrophils. Both sets of results generated error messages, although no error message was generated for the neut results. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. This review did not find a product issue related to the complaint incident and no trends were identified. Return testing was not completed as returns were not available. Var lym, blast, and plt clump flags were generated, indicating that operator verification of results was required. Platelet clumps are an interfering substance and condition affecting the wbc and wbc differential. Review of the scatterplots from both instruments indicates that the fl1 signals on alinity hq, serial number (B)(6)was decreased in comparison to the fl1 signal on alinity hq, serial number (B)(6).the decreased fl1 signal seen may have contributed to the issue. Labeling was reviewed and found to be adequate and contains instructions on interfering substances and reviewing flagged data. Based on the investigation no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Upon retrospective review on 23oct2019, it was discovered, per form 06886 list 09p68 does not have a same/similar product on market in the us, therefore no MDR should have been generated and submitted.